Event description:
The event involved a 46" (117 cm) 50 ml, diluent set for channel 2 w/20 drop drip chamber, spiros¿ where floating foreign particles inside the syringe during drug preparation was reported. There was no bleedback, no chemo, no biohazard, no user facility medwatch, and no device was reprocessed/resterilized. No delay in therapy. There was no patient involvement as this occurred during preparation. There was no patient harm.

Manufacturer narrative:
(B)(6). Device was returned for investigation. It was reported that one video and one photo was received, where basically an unknown particulate is floating inside the syringe, another photo show the particulate size around 1cm. One (1) used. Connected with an unknown needle were returned for evaluation. As received, an unknown particulate was observed to be floating inside the syringe, and some unknown residual inside the tube and the syringe as well. Ftir analysis was performed to identify the source of the particle's origins, finding a 91% matches with polyethylene. A component with similar composition was cut open and inspected for missing particles, damage or anomalies: however, no defects were found. The complaint of particulate matter was confirmed. However, an inspection of a similar component, based on the ftir results, revealed no detached particles, damages, anomalies or defects that could have migrated into the syringe. Therefore, the probable source of the particle is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.